Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off into the clear hub and about 5-10 cc of blood came back from the valve. No air entered to the patient. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required. The caller stated that the dilator might have been inserted incorrectly causing damage to the valve. The sheath was exchanged and the procedure continued with no patient consequence reported. Since there blood leakage was not excessive and since there¿s no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as a patient event but as a product malfunction. Should additional information become available this record may be revised. This event was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation on july 24, 2020. During assessment on july 28, 2020, it was observed that the device was returned in the condition reported as they found that the hemostatic valve was dislodged inside the hub. The friction ring and the brim cap remain intact. The hemostatic valve issue remains assessed as a MDR reportable issue.

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off into the clear hub and about 5-10 cc of blood came back from the valve. No air entered to the patient. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required. The caller stated that the dilator might have been inserted incorrectly causing damage to the valve. The sheath was exchanged and the procedure continued with no patient consequence reported. Device evaluation details: visual inspection was performed and hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. A manufacturing record evaluation was performed for the finished device (B)(6)number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure, however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).